Event description:
It was reported that a patient had a break in aseptic technique coincident with continuous ambulatory peritoneal dialysis (pd) therapy which caused bacterial peritonitis manifested by abdominal pain. The break in aseptic technique was further described as an unspecified touch contamination. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient was treated for the peritonitis with vancomycin (2 gm loading dose, once) intraperitoneally. On the same day, vancomycin therapy was discontinued. On an unreported date within same month as onset, the patient was again given vancomycin (dose and frequency was unknown) as a subsequent dose to the previous loading dose. Thirteen days after onset, the patient¿s pd catheter was removed and the patient was placed on hemodialysis. At the time of this report, the patient remained hospitalized for the event, the peritonitis was resolving, and the patient was recovering from the event. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.